Event description:
It was reported by a non-medical professional that the patient underwent a lumbar fusion procedure involving the use of pedicle screw fixation. Reportedly, one of the pedicle screws were implanted in a manner that resulted in compression of one of the patient's l5 nerve roots. A surgical intervention was reportedly performed at an unknown time post-implantation to remove the screws. No other information has been provided.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.